Event description:
Pt reported that the meter/hcp meter comparision results were 62 mg/dl (ss) versus 112 mg/dl (hcp), respectively (45% differnce). Tests were done 5-10 mins apart. Pt experienced weakness. Lfs rep reviewed meter calibration, coding, cleaning and control testing. The meter was replaced. There was no allegation of harm.